Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt experienced constipation which was reported to be the cause of the peritonitis. On the same day as this report, the pt was hospitalized for the event . The patient started treatment with injection (inj.) Reflin (500 mg, frequency, and route not reported), inj. Fortum (500 mg, intaperitoneal (ip), and frequency not reported), flucon (150 mg, once daily, route not reported), and cifran (250 mg, twice daily, route not reported) for the peritonitis. At the time of this report the peritonitis was resolved, the pt was recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.